Event description:
As reported by the user facility: nurse touched back of machine and got a shock. Machine was removed from floor for inspection. Additional info provided by the facility indicated that the shock was brief, not constant, and was possibly related to static.

Manufacturer narrative:
A b. Braun customer engineer completed inspection of the machine including ground and electrical checks. All parameters were within specification. An electrician inspected the electrical outlet and reported that there were no problems. Problem is suspected to be related to a static shock since the shock was brief and could not be repeated. The machine was returned to service after inspection was completed, with no further problems.